Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4).   A thorough investigation could not be performed without a sample to evaluate. Therefore, no root cause is able to be determined at this time. Although the tip of the needle was reported to be broken off, since it was not broken or damaged upon the opening of the kit and it had been used in a procedure, per the manufacturers investigation this defect is not likely to have happened during the manufacturing process. It is believed to happen during application. User will be referred to the IFU which states, " do not apply excessive force during needle advancement. Do not utilize needle if it bends or tip becomes damaged. If resistance is feltduring advancement of the needle, carefully correct the orientation of the needle but never apply excessive force."   We will maintain this report for further references and continue to monitor other reports for similar occurrences.   If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number 400534026. This report is being submitted to provide additional information that was received. Patient required imaging and had to undergo general anesthesia to have excision of the needle. There was no noted neurologic deficits at the time and to our knowledge she recovered well with no further issues. The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that when the anesthesia doctor inserted the needle into the back of the patient it sheared off and got lodged in the subcutaneous fat of the patient.